Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer reported that the reservoir was coming out of the pump. Sometimes the reservoir comes out of the pump after twisting into the pump. The customer reported that there was a crack at the back of the pump where the battery compartment is, towards the bottom. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test due to physical damage to casing. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with serial number label fading. Unit received with minor scratched display window, case and keypad overlay.